Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for pre-dilation. However, during the first inflation, the balloon ruptured. The device was completely removed by simply pulling it out from the patient's body. The procedure was completed with a 2x22 coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.